Event description:
The report received from the study indicated that approx five (5) weeks after the index procedure, the pt had an anterior wall, q-wave myocardial infarction (mi) with accompanying elevated cardiac enzymes. The patient had a cypher select 3.5 x 23 mm stent implanted in the left main target lesion during the index procedure. The event description stated that the patient was admitted to the primary hospital with an anterior st-elevation myocardial infarction (stemi) one hour after onset of chest pain. Thrombolytics were administered almost immediately with evidence of reperfusion noted. The (event) outcome was said to be uneventful. No catheterization/coronary angiography was done. The mi was reported to be target vessel related (tvr). There was likely evidence of stent thrombosis reported. The mi did not require re-percutaneous coronary intervention (re-pci) or re-coronary artery bypass graft surgery (re-CABG) surgery. The event was reported to be a late stent thrombosis (>30 days and <1 year after the index procedure). The affected segments were the left main and proximal left anterior descending (lad). The diagnosis is based on an acute mi in the stented vascular bed. The reported cause of the late stent thrombosis was the left main/bifurcation. The stent thrombosis was reported to have caused the mi. The event was reported to: have a highly probable relationship to the study device, be unrelated to the study procedure, event severity-severe, a serious adverse event (sae), and not related to another cordis product. The event outcome information was complete. The subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was a previous non-q wave mi (>7) days prior to the procedure. The patient was reported to have two-vessel disease and had one lesion treated during the elective index procedure. No staged procedure was planned. The target lesion was the left main. The lesion was reported to be: unprotected, de novo, 3.5 mm vessel diameter, 20 mm length a 75% stenosis, a bifurcation with inability to protect the side branch, and type b2. The medina classification was 1,1,0 for left main/bifurcation lesions. The lesion was pre-dilated as planned with a 3.0 x 20 mm balloon at 18 atm. A single cypher select 3.5 x 28 mm stent was implanted at 18 atm. A final kissing balloon technique was used. The stent was post-dilated with a 4.0 x 9 mm balloon at 18 atm due to the bifurcation. A satisfactory result was obtained. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure on aspirin 100 mg/day permanently, ticlopidine 500 mg/day permanently, oral anti-diabetic medication, and statins. A phone contact with the patient at the one and six-month follow-up periods indicated the patient was asymptomatic and continuing his medical regimen. The mi/stent thrombosis was reported at the six-month call. The patient was noted to be on vitamin k antagonists for atrial fibrillation at the six-month period. Ace inhibitor, and beta-blocker therapy was also added to the patient's medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that approx five (5) weeks after the index procedure, the patient had an anterior wall, q-wave myocardial infarction (mi) with accompanying elevated cardiac enzymes. The patient had a cypher select 3.5 x 23 mm stent implanted in the left main target lesion during the index procedure. The event description stated that the patient was admitted to the primary hospital with an anterior st-elevation myocardial infarction (stemi) one hour after onset of chest pain. Thrombolytics were administered almost immediately with evidence of reperfusion noted. No catheterization/coronary angiography was done. The mi was reported to be target vessel related (tvr). There was likely evidence of stent thrombosis reported. The mi did not require re-percutaneous coronary intervention (re-pci) or re-coronary artery bypass graft surgery (re-CABG) surgery. The patient is a male with an extensive medical history including: previous percutaneous coronary intervention (pci-tvr 2003), previous coronary artery bypass graft surgery (CABG-1998), past smoking, diabetes mellitus (oral med. >5 and <=10 yrs w/retinopathy/neuropathy or nephropathy), previous myocardial infarction (mi), congestive heart failure (chf), peripheral vascular disease (pvd). The patient's age and multiple risk factors put him at increased risk for mace. The left main target lesion was reported to be: unprotected, and a bifurcation with inability to protect the side branch. As per the instructions for use (IFU), the safety and effectiveness of the cypher select stent has not been established in patient groups with unprotected lesions in the left main coronary artery. The precautions for use also state that placement of the cypher select stent has potential to compromise side branch patency. The cypher select stent was implanted at 18 atm of pressure. The IFU cautions that implanting the stent above the rated burst pressure increases the risk of balloon burst and thus increases the risk of dissection or intimal damage. The device remains implanted in the pt and is not available for inspection. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. As per arc guidelines, the event of myocardial infarction greater than 30 days and less than one-year after the procedure without supporting angiographic evidence is being captured/reported as a possible late coronary stent thrombosis. Myocardial infarction and late stent thrombosis are known complications of cardiovascular disease and coronary stenting. Based on the info provided, there are possible pt factors (advanced age, diabetes, past smoking/mi/pci/CABG and chf) and vessel/lesion characteristics (bifurcation lesion and unprotected left main) that may have contributed to the event. Please note that this is the initial/final report for this product.